Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. The technician confirmed that the reported issue was attributed to crimped tubing at solenoid manifold.

Event description:
It is reported to vyaire medical that the ltv 1150 unit experienced an improper delivery of correct breath. At this time, there is no information regarding patient involvement associated with the reported event.